Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Returned dacapo power pack showed broken housing with electrolyte leakage. Currently, neither patient contact to battery chemistry nor any injuries have been reported.

Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. It is very likely, that bulging of the housing caused the observed damage and indicates that the device was not refreshed/used for a long period of time. The contacts seem to be oxidized by the leaking electrolyte. This is a final report.

Event description:
Returned dacapo power pack showed broken housing with electrolyte leakage. Currently, neither patient contact to battery chemistry nor any injuries have been reported.